Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that yesterday they wanted to use this foley catheter and noticed there was a contamination in the package. It was a loose blue piece that was inside the catheter itself. Upon reviewing the entire box, they did not find any other contaminated catheters. Per follow up information received via ibc on 07may2025, stated that the device was not used in patient when the issue occurred. No patient or user harmed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (1) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted foreign material measuring (5.00mm2) inside packaging. This does meet specification per ip7601812, revision 32 stating that the "product/assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm². The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that yesterday they wanted to use this foley catheter and noticed there was a contamination in the package. It was a loose blue piece that was inside the catheter itself. Upon reviewing the entire box, they did not find any other contaminated catheters. Per follow up information received via ibc on 07may2025, stated that the device was not used in patient when the issue occurred. No patient or user harmed.